Manufacturer narrative:
H3: product analysis of part # 436120d ; lot # ca20h008 analysis summary: visual inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Optical inspection revealed some of the gears/teeth have been damaged and deformed. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect/engage and able to expand and close without any issue. The damage to the teeth appears to be from improper connection to the inserter during use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having unknown spinal therapy. It was reported that, the cage was inserted and taken out again for more bony work on site. New insertion took place and the ring must have been turned while taking out. The cage was a little blocked, the surgeon kept distracting and the gear in cage broke. The cage was replaced by new in same size. The therapy associated with the reported event was corpectomy. There was no patient symptoms or complications reported. No additional treatment or surgery performed. No further complications reported regarding the event.